Event description:
The aloka ultrasound machine did not work, did not turn on. We had to then get an ultrasound machine from labor and delivery.the aloka ultrasound unit is 3 months old. We telephoned the service department and spoke with a service representative who stated that the ssd alpha5 has been manufactured and marketed for 5 years, and no other similar problem has been reported. The service rep, suggested training staff on emergency switch location and precaution; however, he also recommended that we contact quality assurance and report the problem.aloka is manufactured, and the headquarters is located in tokyo japan.